Event description:
An infusion pump with depleted main batteries which will not hold charge. Information was not provided regarding whether or not the failure occurred during an infusion. No reports of any patient incident involving this pump since the last baxter service event. No add'l info is known.